Event description:
It was reported that the customer's insulin pump alarmed an error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device was cracked at the corners of the liquid crystal display window.